Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination identified severe stent damage. The middle to proximal section of the stent was stretched 14mm proximally from the proximal edge of the proximal markerband. The stent struts on distal rows 1 to 4 were severely misaligned. This type of damage is consistent with the device encountering some form of resistance during advancement and/or withdrawal. A break was identified in the hypotube approximately 102cm from the guidewire port area. The proximal section of the hypotube which included the hub of the device was not returned. Solidified blood was present within the inflation lumen, therefore indicating the device had been used in vivo. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2010. It was reported that during a coronary drug eluting stenting treatment procedure there were difficulties crossing the lesion. The 80% stenosed lesion was located in a severely tortuous and severely calcified mid left anterior descending artery. There was significant resistance encountered during insertion. The 3.00x38mm taxus liberte stent was unable to cross the lesion. The procedure was completed with a 2.75x32mm taxus liberte stent. The patient status is listed as good with no complications reported. Device analysis revealed stent damage.